Event description:
It was reported that the procedure was to treat a mildly calcified, 99% stenosis in the proximal left descending artery (lad). Reportedly, the 2.5 x 20mm rx trek was inflated during pre-dilatation at 12 atmospheres, the balloon was then inflated to 14 atmospheres and a balloon rupture occurred. There was no resistance during advancement or removal of the device. The procedure was completed with a xience xpedition with no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.